Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a red and bumpy skin irritation under the three therapy electrodes. The patient was admitted to the hospital for heart surgery. The patient did not wear the lifevest while in the hospital. The patient was issued a cream by her physician and the irritation improved.